Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 2035 ohms. There were no noise episodes noted. It was noted that there was a gradual increase int he impedance measurements. The threshold values had gone up as well. Technical services (ts) recommended to have patient seen in clinic for further evaluation. At this time, this device remains in service, and there were no adverse patient effects reported.